Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. Fse was unable to replicate the reported issue. Fse replaced pn: 380666-25 universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that universal surgical manipulator (usm) 1 was experiencing recoverable faults with error 32100. The technical support engineer reviewed the logs and confirmed the presence of 32100 errors, which pointed to an issue with ac_1c on the usm. The caller inquired if there was anything the site could do to resolve the error. The technical support engineer advised performing a hard power cycle as a potential temporary solution but indicated that the field service engineer would likely need to replace the arm to fully resolve the issue.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
This universal surgical manipulator (usm) was returned for failure analysis (fa)s and the reported error 32100 was confirmed in the system error logs but not replicated during fa. Upon visual inspection, no issues were found that would be related to the reported event. The field log shows 32100 being reported by the axes controller, arm (aca) (usm) and found it points to the yaw brake. The unit passed all patient side cart (psc) fixture test platform (pftp) tests and was able to drive instruments on the system with no issues. The complaint was confirmed by failure analysis, which indicates that the system may have contributed to the customer reported complaint. The probable root cause is attributed to defective aca pca and the yaw brake (motor module). The issue was resolved by replacing the defective unit.